Event description:
A user facility reported that the evis exera ii duodenovideoscope is unable to display image. In addition, a low angulation was noted. During a standard service inspection of the customer returned device, foreign material was observed on the forceps elevator and nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the forceps elevator and nozzle had foreign object. In addition, switch box discoloration, switch box dent, universal cord coating peeling, adhesive on bending section cover detached, scope ID not displayed, wear of angle wire, and up/down/left/right direction failed to meet the standard value were observed. Lastly, scratches were noted on many device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review, additional information received from the customer, and results from the legal manufacturer investigation. The following sections were updated: b5, h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified. The instructions for use (IFU) states: insufficient cleaning, disinfection and sterilization of the endoscope may pose a risk of infection to the patient or the operator performing the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to therapeutic endoscopic retrograde cholangiopancreatography stenting procedure. A similar device was used to compete the operation.